Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after resetting, the malfunction did not recur. The customer understood the instructions and was advised to call back if the issue reoccurred.